Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. Vascular access was obtained via the radial artery. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal 1st obtuse marginal (om1). Two promus element plus stents were successfully placed in the left main and mid obtuse marginal. The lesion was predilated with a maverick balloon catheter. This 2.5 x 28 mm promus element plus stent delivery system was selected and placed in the vessel; however, it was very difficult to advance the stent. The device was removed from the patient and the proximal portion of the stent was compressed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).